Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the battery and power supply required to be replaced. The battery and power supply replaced to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly rebooting during a scheduled procedure. The customer added that this caused a delay to care about 10 minutes but that users were able to retrieve the required medication from a different machine. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 21-feb-2022 to 21-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system rebooted unexpectedly, possibly due to power loss events. A field service engineer inspected the station's power supply; however, he found no fault in it and no changes were made. The system functioned as intended.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es system unexpectedly rebooted during a scheduled procedure. The customer added that this caused a delay to care about 10 minutes but that users were able to retrieve the required medication from a different machine. There were no adverse events or injuries reported based on this event.